Event description:
It reported that the pump indicated "118ml to infuse, but the IV bag was still full." This issue was reported to bd representative during site visit. It was reported that "no further information was provided to biomed and the pumps were not sequestered." There was patient involvement but impact is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) ,the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.